Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had seizure and a coma earlier in the week while not wearing the pump. Customer states it was resolved by calling ER and gave her an intravenous. Customer¿s blood glucose was 30 mg/dl at the time of the call. Nothing was replaced and returned for analysis.